Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One event was confirmed during testing: the device was found to have a dried substance on the outside of the charger and fluid ingress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device leaked. One event had no patient involvement; no patient impact.